Event description:
It was reported that about two weeks ago the patient was lifting a gallon of milk and they felt something ¿shift.¿ it was noted the patient then fell. It was further noted the patient had fallen three times. The reporter stated they almost fell today but they caught themselves. The reporter further stated they felt like their legs were coming out beneath them. It was noted the patient felt the shift at the wire near the top in their back. It was further noted the paddle lead area was painful even without stimulation. The reporter stated that if they made certain movements like washing their hair or rolling on to their side the stimulation was stronger. The reporter further stated that this was not the case before they felt the shift a couple weeks ago. It was noted the patient had an appointment with their healthcare professional on monday. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 97792, lot# n370442, implanted: (B)(6) 2013, product type accessory; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).